Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, and moisture damage on electronic assembly.

Event description:
Customer reported that his insulin pump is not functioning properly due to moisture damage. He stated that the damage was caused by pool water and he is unable to read the display screen. He also reported high blood glucose of 490mg/dl and has been treated with manual insulin injections. Nothing further reported.